Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the malfunction. During the follow-up investigation, we were informed that the balloon ruptured while removing the clot. There was no balloon fragmentation as a result of this rupture that required any further intervention. The surgeon had inspected the device before use and he found it to be functional. The balloon was inflated with the recommended volume of saline. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter including the risk of balloon rupture due to exposure to calcified plaque and overinflated balloon. We recommend exercising caution when encountering extremely diseased vessels. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient as a result of this incident. The surgeon used a second over-the-wire embolectomy catheter to complete the procedure.

Event description:
The balloon of the lemaitre over-the-wire embolectomy catheter ruptured during an embolectomy procedure. There was no harm to the patient as the result of this incident. Surgeon used another over-the-wire embolectomy catheter to complete the procedure.